Event description:
It was reported that there were concerns about this cardiac resynchronization therapy defibrillator (crt-d)'s longevity, the device was explanted and was discarded. No additional adverse patient effects were reported. Additional information received indicates that the device has not been explanted. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that there were concerns about this cardiac resynchronization therapy defibrillator (crt-d)'s longevity, the device was explanted and was discarded. No additional adverse patient effects were reported. Additional information received indicates that the device has not been explanted. No adverse patient effects were reported.